Event description:
A female pt (age unk) underwent a therapeutic procedure for stent placement in 2006. The ultraflex precision colonic stent was placed successfully. The stent was not long enough to cover the stricture. A second ultraflex colonic stent was successfully implanted on the 3rd day. About 2 weeks later the pt was noted to have a perforated color. The pt is also noted to have an obstruction of the colon. The pt is also noted to have an obstruction of the colon. A colectomy was performed. No further info is available at this time. This event is related to medwatch report # 6000050-2006-00035. It is also unk if the subsequent obstruction and perforation of the colon was related to the product (stents) or due to the pt's underlying disease process.